Event description:
During an in-clinic follow-up, episodes of oversensing were observed on the right ventricular (rv) lead. The suspected cause of the event was contact between the rv lead and an inactive, capped lead. However, this was not confirmed, and the abandoned lead is a non-abbott product. No intervention has been performed. The patient was stable and will continue to be monitored.